Event description:
It was reported that during an unknown procedure the device malfunctioned. Another device was used to complete the case with no patient consequence. There is no further information available from the rep.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2010. Floor damaged - yielded jaws. Evaluation summary: the analysis found that the device was received in with the floor damaged. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to the original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.